Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that during a follow up routine it was found that this pacemaker reverted to safety mode. As a result, I was explanted and successfully replaced on (B)(6) 2025. No adverse patient effects were reported. This device has not been returned.